Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault of a "warning, low battery, device service required" prompt being issued at shutdown and the red status led flashing throughout. This fault was attributed to a breakdown of tracks on the membrane including track 5 (status_led_a) and track 13 (on_button), which had led to leakage current from these lines and a high current drain on the device. The device delivered a test shock without fault.

Event description:
Red status led and depleting pad-pak. No patient involvement.

Event description:
Red status led and depleting pad-pak. No patient involvement.